Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the disposable device nor the radio frequency controller are being returned, therefore, a failure analysis of the novasure system cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. (B)(4).

Event description:
Following an uneventful novasure procedure, the physician did a post hysteroscopy. The physician noted the cavity appeared not to have been ablated and the physician "came to the conclusion that the array was in a false passage." It was reported the physician perforated the uterus with the hysteroscope at that time. The physician then did a laparoscopy and noted "blanching on the serosa." No treatment was needed for the blanching or the perforation. On (B)(6) 2011, it was reported that the patient has been seen on follow-up and is doing fine.